Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional and/or corrected information. Review of the device history record identified no deviations or anomalies during manufacturing. With the given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- foreign: spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery latches are broken, resulting in battery coming out from the housing. Even though the event did not take place during the surgery, it is related to a malfunction that could potentially lead to a sterility issue/serious injury. No patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for complaint investigation, so it could not be visually inspected in an effort to confirm the defect. Device is used for treatment. Complaints are monitored through a monthly complaint review. With available information, definitive root cause coud not be estabilished. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.